Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in eindhoven, netherlands. Through follow-up communication livanova learned that: the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use disposable gloves are used solely for hc3t device during cleaning unknown frequency for water quality hpc and ntm monitoring h2o2 check is not performed device is stored full of water and the h2o2 check is not performed during these days 3t aerosol collection set replacement frequency is unknown prior to initial operation and prior to storing the heater-cooler the surfaces are disinfected by housekeeping with normal products based on the collected information, deviations regarding h2o2 daily check and products used to disinfect device surfaces were identified and these may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The customer required deep disinfection to solve the reported contamination. There was no patient injury.